Manufacturer narrative:
Wam is a medical device data system (mdds) that receives data from sysmex hematology analyzers. No analyzer failure was identified. Wam applies the dilution factor to the selected run chosen by the operator. Coding defect 621 applies the dilution factor correctly to the dilution run and incorrectly to the previous run. This alters the original results of some parameters from the previous run. The values from the previous run and dilution runs are displayed side-by-side on the rerun screen. Post-dilution results must be validated and released manually by the operator. Validated results are not affected. Because the original results are multiplied by the dilution factor, a remote possibility exists that the operator may inadvertently report the altered results and release to the clinician. A patch for this defect was developed and is pending release. A short-term corrective action is to inform operators to perform dilution calculations manually. Dilutions are performed as part of investigation and validation of results of abnormal samples therefore initial results are known. Dilution factors applied significantly change test results (2x, 3x, 5x etc.) Making the effects of the defect obvious to the user.

Event description:
The user of a sysmex work area management (wam) system middleware reported that while performing dilution runs, using wam, the user entered a dilution factor and ran the sample but wam did not correctly perform the calculation(s). No screenshots or results were submitted for evaluation. Software technical specialist (sts) explained to user that the issue is defect 621 and emailed a product notice 62-1292 - sysmex wam v5.x rerun screen - dilution calculation correction, to laboratory representative. The sts instructed user not to run dilutions using wam. Per sts the user will manually dilute, perform calculations and manually enter the results into wam. No erroneous results were reported were reported out of the laboratory. No adverse event occurred.